Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third firing during stomach resection, the stapler was introduced into the patient then removed from the patient without firing, the surgeon wanted to do further dissection. When the stapler was outside the patient it was reported that a sound was heard like something had fallen out of the reload and no material was found. Another reload was opened and the case continued. There was no patient injury.